Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s right ventricular lead was explanted due to noise. The device was electively explanted due to the lead noise. A competitor leadless implantable cardioverter defibrillator (ICD) was implanted. The patient was fine after the case and in stable condition in the recovery room.